Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer making a popped sound and pocket was not opened. A field service engineer (fse) visited the site and found no current issues with the machine. The fse accessed the application and tested drawer 3 without any problems. Despite no active faults, the fse powered down the system and replaced the position sensor on the legacy full-height drawer to resolve the issue. The customer was able to successfully access items in the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer that was making a popping sound, and the pocket would not open. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.